Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s ins had ¿went dead¿ a couple of times. The patient clarified that the ins had been overdischarged twice in the past. The patient did not remember when these overdischarges occurred but mentioned that it was because the ¿batteries went dead¿ in their external equipment. The patient had met with a manufacturer representative to get the batteries replaced and the device restarted again. The patient reported that the ins was ¿now dead again¿ in (B)(6) 2017. The patient noted that one of their healthcare providers wanted to have ins removed. The patient also reported that when the device was implanted, it could not be placed on their ¿spine¿ because they were ¿full of hardware.¿ the patient reported that the ins was ¿dangling¿ and that they were able to ¿turn it around¿ inside their body with their hand. The patient also reported that after they had a shoulder replacement surgery (unrelated to the device/therapy), the patient would ¿feel worse¿ after exercising. The patient reported weakness and cramping in the legs and mentioned that it happens when they try to lift their leg. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.